Event description:
It was reported that the bd prn adapter was broken. The following was received by the initial reporter: verbatim: on (B)(6) 2023, a nurse at the (B)(6) university blood purification center found that the front end of the batch was broken (heparin cap ruptured), and the packaging was intact before use.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2286527. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A photograph was returned to aid in our investigation. Our engineers were able to identify clear signs of environmental aging of the heparin sleeve. Additionally, a review of our retention samples was not able to find any additional instances of this nonconformance. Based on the available information our engineers have concluded that the root cause for this event is due to environmental conditions post-production, during either the shipping or storage of the device.

Event description:
It was reported that the bd prn adapter was broken. The follwoing was recieved by the intital reporter: verbatim: on (B)(6) 2023, a nurse at the first hospital of shanxi medical university blood purification center found that the front end of the batch was broken (heparin cap ruptured), and the packaging was intact before use.